Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed blood in the lumen of the helix housing. Testing of the helix mechanism had failed due to the infiltration. This was likely induced in the field and attributed the helix mechanism difficulty. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the helix mechanism difficulty however unable to reproduce the dislodgment observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged due to twiddler¿s syndrome. The helix was not possible to extend again after this lead was retracted. This rv lead was explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.